Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative. It was reported that the doctor ordered x-rays and the patient was going to see the doctor and manufacturer representative on (B)(4) 2018. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was experiencing zapping when turning to the left, turning to the right and sometimes laying down. Patient stated she fell a couple weeks ago but the zapping started before that. Patient reported doctor's appointment on (B)(6) . No further complications were reported/anticipated.

Manufacturer narrative:
A correction was made. The evaluation conclusion has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient fell sometime in 2018 and ¿knocked the implantable neurostimulator out of whack for a hot minute.¿ this was clarified to mean that she felt the zapping sensation. The patient had met with her health care professional whom had determined that ¿something chipped on the top.¿ however, further clarification into this ¿chip¿ was not specified. The patient was receiving appropriate therapy prior to an unrelated surgery on (B)(6) 2019. There were no further complications reported or anticipated.